Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found. The damage noted on the lead was consistent with that occurred at the time of explant.

Event description:
It was reported that high pacing and high hv lead impedance were observed on rv lead. The lead was explanted. Insulation anomaly was also reported on atrial lead.